Manufacturer narrative:
Clinical conclusion: there is a possible temporal relationship between the patient¿s cloudy effluent and pd therapy on the liberty select cycler with cycler set. However, it is unknown if the patient was diagnosed with peritonitis. According to international society for peritoneal dialysis (ispd) guidelines, a patient is presumed to have peritonitis when presenting with cloudy effluent and should be treated as such until a diagnosis can be confirmed or excluded. There is no allegation of a machine malfunction or cassette leak reported for this event. Based on the available information a cause of the cloudy effluent cannot be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that the peritoneal dialysis patient was created for cloudy effluent on or about (B)(6) 2018. Additional information was solicited.

Manufacturer narrative:
Based on further review, it has been determined that there was no allegation that fresenius medical care product (s) caused or contributed to a serious injury. Additionally, there was also no allegation of a reportable device malfunction. The report of cloudy effluent did not confirm a diagnosis of peritonitis. The MFR report number: 2937457-2018-02644 was generated in error; therefore, there will be no further updates to this report.